Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for over 7 hours. Patient later contacted dexcom technical support later on to report that the out of range signal went away after reset. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.